Manufacturer narrative:
Age, weight, and ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, the healon5 pro is not an implanted product. If explanted, give date: not applicable, the healon5 pro is not an implanted product. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was using the cohesive ophthalmic viscosurgical device (ovd) to form the anterior chamber (ac) on a patient post glaucoma shunt. After expressing a significant amount outside the eye, the doctor put some temporally to form the ac followed by nasally. As the doctor was injecting nasally, a minute white particle came out with the healon. It was free floating in the anterior chamber nasally. The doctor depressed the wound to express it out of the eye but was unable to do it without flattening the ac. The doctor was unable to suck it out with the syringe. No further information was provided. Through follow-up it was learned that the patient required a secondary eye surgery for something unrelated to this event, which allowed the doctor to remove the particle from the left eye. There was no patient injury and no planned interventions. The patient is doing well. The product was discarded. No further information was provided.